Event description:
The lumbar cage was inserted in l4-5 and its correct position was confirmed. Following that, a second lumbar cage was inserted in l4-5 and after the procedure, while still in the operating room, it was noted that the first cage was protruding anteriorly. The surgery had been completed and there was no additional procedure by surgeon¿s decision. Per the affiliate, the surgeon said that the first cage was pushed by inserting of the second cage.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The complaint sample was not returned for evaluation. A device history record review could not be conducted as the lot number of the device is unknown. A review of the trend analysis found no observed trends for issues of this nature. Without a product sample, we are unable to confirm the reported issue or identify the root cause. As such, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.